Manufacturer narrative:
The product and fiber were not returned for evaluation. Nozzles are 100% inspected internally and externally during the manufacturing process. The company devices receive an additional 100% microscopic inspection of the lens, barrel and nozzle when the product is assembled in the ce. Fibers are not acceptable per our release criteria. The indicated products share no correlation to manufacturing date and were manufactured over a period of four years. Information was provided that the non-company "surgical kit" used at the facility changed in january 2023. The fiber events have occurred since the change. This would indicate the issue may be related to the surgical kit.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implant procedure, it was noted that fibrous foreign material was found near the incision after the surgery. The patient is under follow up. There are seven medical device reports associated with this file. This report is associated with the 3 of 7 files.